Event description:
I have a medtronic ICD with the sprint fidelis leads model 6931. I received a phone call from dr telling me that I had to come to the hospital to have my device removed and replaced. Said he was notified by medtronic that I had a fractured lead. I have a carelink monitor and that is how they knew. I arrived at the hospital and checked in at 11:30 am, and was taken immediately to pre-op where I was met by dr and a medtronic representative who immediately deactivated my device. By 3:30pm, they had removed the old leads and device and replaced it with another device. I spent the night in the hospital and returned home in 2009. My original ICD was implanted in 2007. I just do not understand how the device could fail in less than 30 months unless it was a flawed product to begin with. I have severe cardiomyopathy and do not live an active lifestyle. I am glad that the device is no longer in me because it worried me all the time once I read about the recall.